Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a sharp rise in pacing impedance measurements, including out of range measurements. No adverse patient effects were reported.